Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their dds recommended they cease byte aligner treatment because the patient's teeth are moving in an unintended direction. The patient will seek other treatment options to correct their alignment.